Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The root cause of the reported phenomenon could not be identified. However omsc presumed that noise image was displayed due to the rusted video connector contact part and the failure of locking mechanism of the video connector. The causes of the rusted video connector contact part and the failure of locking mechanism of the video connector could not be presumed from the following investigation results; -repair history of the subject device cannot be confirmed because of overseas destinations. -as a result of checking the manufacturing history (DHR) of the subject device, it was confirmed that there were no manufacturing abnormalities, special hires, or variations. -noise images were generated due to corrosion of the video connector contact part. -there was a description about the failure caused by the lock in the evaluation report of olympus europe se & co. Kg (oekg). -the video connector socket failure might have occurred due to excessive pressure in the evaluation report of olympus europe se & co. Kg (oekg). -in the report of olympus europe se & co. Kg (oekg) said that if the video connector and its electrical contacts are not sufficiently wiped, the terminals of the video connector contact part will corrode over time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device in accordance with the specification as evaluation. There was no proper image and it was shown only a noise image was visible on the image of the subject device due to the video connector failure which its terminals were corroded and the failure of locking mechanism when the subject device was connected to the endoscopes or camera heads. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus(B)(4), it was found there was only noise on the image of the subject device. The subject device had been returned from the user because the image of the subject device had an issue. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.